Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection revealed that the returned iol was cut in two pieces and two haptics were distorted. There were surface residuals (fiber/particles) and ovd residues on the lens. The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient was unhappy with their visual acuity (va) post surgery. The account reported that the patient had residual astigmatism, so the iol was exchanged with a toric lens.